Event description:
Product analysis was completed on the returned generator. Analysis verified exposure to electrocautery. Burn marks were seen on the generator case. There were no additional performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem; d9. Device available for evaluation?, h3. Device evaluated by MFR. , corrected data: the initial MDR inadvertently reported that the products weren't received to date.

Event description:
The explanted generator was received for analysis but analysis hasn't been completed on the returned generator to date.

Event description:
During the patient's replacement surgery, it was noted by the anesthesiologist that when system diagnostics were ran on a new generator that was pulse-disabled due to end of service due to exposure from electrosurgical equipment/electrostatic discharge (user error), the patient's heart rate would go from 69/70 bpm to 39/40 bpm. Note that system diagnostics even at end of service may deliver therapy and it is known per the vns therapy physician's manual that during intraoperative system diagnostics, bradycardia is possible. The generator was explanted, but was not received for analysis to date. No further information has been received to date.